Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a error message 20. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One control pca was returned for failure analysis. Reported problem was verified during lab tests. Resistor r1105 was out of tolerance and this could potentially have affected the 12v power supply, which could have led to the error stated in the complaint.